Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the stapler noted no abnormalities. A representative single use loading unit (sulu) was used for testing. The sulu was loaded into the returned instrument. The sulu unloaded and loaded repeatedly without difficulty. When attempting to fire the returned instrument, the firing knob would not move. After opening the jaws, the sulu interlock engaged. The sulu interlock was rest and loaded into the returned instrument. The instrument firing knobs would not move, and after opening the jaws, the sulu interlock engaged again. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the operator forces the firing knob to twist when it is not completely retracted, twists the firing knob during a firing sequence, fires the device by pushing both sides of the knob with both hands, or pushes the firing knob on the side that is not activated. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open colectomy, the instrument did not fire after the second loading unit was put into the device, and the black pusher thumb piece was not moving, and the same cycle happened twice. The device was replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: gia60mts, stapler gia60mts med thick tristp, (lot #p5g0933). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the instrument did not fire after the second loading unit was put into the device, and the black pusher thumb piece was not moving, and the same cycle happened twice. The device was replaced to resolve the issue. No patient complications have been reported as a result of this event.